Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On 27-aug-2024, it was reported that the patient faced infusion set tubing detachment and infusion set tubing came apart. No further information available.